Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. N visual inspection the service technician noted that they replaced large/small claw, front cover, rear case, module key lock label, left/right iui, flange gripper, and wiper seal. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the large claw. Device history review: a review of the device history record for sn 14573526 was performed from date of manufacture 02/16/2016 to the present date 01/02/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has broken claws. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has broken claws. No additional information was provided. There was no patient involvement.